Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring - missing. Customer returned pump for alleged high bgs on event date (B)(6) 2022. Pump received with missing retainer ring. Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, and force sensor test. However, unable to perform the displacement test, dat, or occlusion test due to missing retainer ring. No unexpected alarms or alert/anomalies noted during testing. Unable to verify high bgs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor and pcb1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube), label damage (faded serial number label), missing o-ring (reservoir tube), broken reservoir tube, corroded battery tube, and detached retainer. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bgs. Moisture damage noted on pcb1 and the force sensor. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they experienced high blood glucose event of 500 mg/dl. Customer was assisted to run 5 units and they confirmed that insulin exited. No harm requiring medical intervention was reported. The device was returned for analysis.